Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code batch, regarding the same issue, closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 24 closed samples and 2 open samples with the needle detached from the thread (thread is still wound on the pack). Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of all closed samples received and the results are: 1.10 kgf in average and 0.01 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). One of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia (ep). However, taking into account the 2 open samples received with the needle detached from the thread and the thread is still wound on the pack, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the defective samples received show the needle escaped from the thread. Final conclusion: taking into account the two open samples received and also that one of the closed samples does not fulfil the minimum of the requirements of the european pharmacopoeia, we conclude that the complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that, when needle holder was used to pull the suture out of the package, the needle became detached from the thread. It occurred with two sutures. There is no patient involvement.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.